Event description:
Tps- total performance system handpiece malfunctioned during a procedure and burned the patient. The attachment ref: 5100-015-250 attachment which connects to the 6400-015-000. This resulted in a 7mm by 10mm burn on the medial aspect of his heel. With the first machine, it stopped working. The second one burned the patient. A third had to be opened to finish the case. Cardiomyopathy, coronary artery disease, diabetes mellitus, gerd, (gastroesophageal reflux disease), myocardial infarction, stroke pt allergic to iodine, zosyn, iodinated contrast media. Pt: 2685. Device: 1437. Ref: mw5189336.